Event description:
It was reported that when the dressing was removed from the patient, it was noted that the catheter had separated at the hub. The distal portion wasn't visible. A surgical cutdown was performed to retrieve the separated portion of the catheter. There were no patient complications.